Event description:
It was reported that the patient deceased due to dementia-related consequences and arrhythmia. There were no noted allegations that the arrhythmia was caused by an abbott product or abbott related procedure.

Manufacturer narrative:
The lead was returned due to patient death. As received, only the connector portion of the lead was returned in one piece. Visual inspection of the partial lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were found.